Manufacturer narrative:
The ra lead was disposed of at the hospital and will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an implant procedure, this right atrial (ra) lead was positioned but exhibited oversensing of noise and was unable to capture the patient. The physician attempted to reposition the lead but was unsuccessful in finding an adequate location. The ra lead was eventually removed from the patient prior to pocket closure and was never in service. No adverse patient effects were reported.